Event description:
Pt has an aicd implanted with a malfunctioning right ventricular lead -st jude, model 7120 serial (B)(4). Right ventricular threshold rose from 1v at .40ms to 5v at 1.0ms. The decision was made to extract the lead and replace it with a new one. Procedure took place at (B)(6), lab by dr. (B)(6).